Event description:
It was reported that during the use of the cassette, a "no message" alarm went off. No patient injury was reported.

Manufacturer narrative:
Manufacturing site address is unknown. UDI information is unknown. No product information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached: four (4) pictures were attached. Pictures were reviewed. Results: picture one (1) show a cassette product in used conditions. Picture two (2) show the ay bag neck section of the cassette. Picture three (3) show front view of cassette product. Picture four (4) show the top view of a cassette product . Samples received: samples received consist in six cassettes product. One sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection results: no damage, kinks or other defects were found. Accuracy test results: the samples could be connected without problem; samples passed the test. Functional testing: samples were filled with 100 ml of water; the samples were connected to a pump to look for unusual function. Results: samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A CAPA was opened to investigate the reported issue and is currently in investigation results phase.